Manufacturer narrative:
All buttons function properly however moisture damage was found on keypad traces. There was no button error alarm noted. The pump was received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 431mg/dl. The customer treated with manual injection. The customer states the button may have been pressed for longer than 3 minutes. The customer believes the pump may have been pushed up against their hip phone. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.